Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary visual inspection: the insertion handle for suprapatellar (p/n 03.010.440 lot 170472-101) was received showing the distal alignment tab/tang deformed and chipped/nicked. Functional inspection functional testing could not be completed as the mating nail was not received for evaluation. Dimensional inspection: dimensional inspection of the distal alignment tab was not conducted due to post manufacturing deformation. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - insertion handle suprapatellar 03_010_440 rev c during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: it cannot be determined whether the distal alignment tab/tang was deformed/chipped prior to surgery, inhibiting its ability to assemble/disassemble from the tibial nail, or a result of the inability to disconnect from the tibial nail reported. Either way, the deformed/chipped tab supports the complaint condition of unable to assemble and the complaint is confirmed for the insertion handle for suprapatellar (p/n 03.010.440 lot 170472-101). No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.440-us lot: 170472-101 manufacturing site: selzach supplier: leitner ag release to warehouse date: (B)(6) 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019 during tibia open reduction and internal fixation case, the screw driver broke. The surgeon had difficulty disconnecting the suprapatellar insertion handle from an implanted tibial nail. When applying force into the ball hex screwdriver, it broke. Another ball hex screwdriver was used. There was a fifteen (15) minute surgical delay. The procedure was successfully completed. The patient status is unknown. During equipment inspection after the case it was observed that the insertion handle and cannulated connecting screw were damaged. This complaint involves three (3) devices. Concomitant device: unk - nails: tibial (part unknown, lot unknown, quantity unknown). This report is for one (1) insertion handle for suprapatellar. This is report 1 of 3 for (B)(4).